Manufacturer narrative:
This device has not yet been received by this manufacturer; consequently, a failure analysis of the device has not been able to be performed; and we are unable to determine if the device met specification. The device history record review confirmed that the lot met all material, assembly and performance specifications. There have been no previous complaints reported against lot number 1156911. There were no current adverse trends detected for "hole in catheter" or "leakage". In addition, the may 2007 15-month piccs valved complaint trend report, inclusive of all failures modes was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit. At this time, we are unable to determine the relationship between the device and the cause for this event.

Event description:
The complainant reported that a vaxcel pasv PICC had been therapeutically implanted in the basilic vein of a patient (age and gender unknown) in 2007. On may 27, 2007, the clinicians observed that, the PICC line had a hole located distal to the suture wing where the catheter exits the skin. The clinicians explanted the device and successfully replaced it with another PICC. The complainant reported that there was no adverse effect to the patient as a result of the reported malfunction.